Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly not deployed. Investigation of the download data confirmed that each priming sequence ran for the expected number of pulses with no timeouts or drive stalls generated. Inspection of the bottom housing found evidence of damage where the formed needle exits the pod housing, indicating that the formed needle deployed into the bottom housing. The formed needle deploying into the bottom housing is a result of the pod chassis sub assembly being incorrectly installed into the bottom housing. The formed needle deployed into the bottom housing due to the pod chassis being incorrectly installed, resulting in the cannula assembly failing to deploy as expected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours their blood glucose level had rose to 400 mg/gl in addition the patient reports upon initial deployment the pod's cannula had not deployed. As treatment, the patient applied a new pod.